Event description:
The wire broke inside the catheter as it was being placed although it was not detected until a second catheter was being inserted in ir with a catheter over wire procedure. Ir used fluoroscopy to guide the wire and at that time, the fragment of the previous catheter was found inside the pt. Pt also suffered from severe subclavian stenosis and had to have a balloon venoplasty done.

Manufacturer narrative:
The complaint that the stylet tip broke was confirmed but the cause is unk. The product returned for eval was a 3cg stylet. The wire connection, proximal to the yellow tab, was detached from the sample and was not returned for eval. A severe kink was seen within the core wire 10.3" distal of the yellow tab. The stylet was returned in two segments, with a complete break within the magnetic region. The detached distal segment was 0.8" long. Microscopic examination revealed multiple kinks in the magnetic region which may indicate a difficult placement. The core wire was seen protruding proximal of the break in the polymide tubing. The exposed core wire was also kinked. The polymide tubing was compressed and curved at the break site, which may indicate that the stylet had been kinked in this location. The exact mechanism which caused the break in the stylet is unk at this time. It is possible for the stylet to become damaged due to a difficult placement or if the stylet is not advanced to the control location. The IFU for the 3cg stylet states, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of pt injury." A lot history review (lhr) of rewf1599 showed no other similar product complaint(s) from this lot number.